Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation), patient's condition affected effectiveness of device (severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).

Event description:
The physician was attempted to advance an endeavor resolute rx (3.00x 30mm) drug eluting stent to a severely calcified lesion. Surgery prompted by ami. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specifications. Multiple stent struts were raised and deformed. Please note that this device endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.